Manufacturer narrative:
Device data from the event was reviewed and evidence of low po2 was confirmed. It is suspected that the low po2 was caused by the device user not properly connecting the oxygen concentrator line. However, this could not be confirmed based on the limited information available. A service engineer (se) evaluated the device at the customer site. The se performed numerous start/stop tests with a 5 second pause between button presses. There were no observations noted. The se also completed several more start/stops with shorter wait times between button presses (approximately 1 second) with no observations noted. The se removed the back cover and pulled data while verifying that the cabling to the cobra and inogen were secure with nothing unusual observed. The cobra was replaced with updated firmware. The liver was discarded due to lack of glucose metabolism. The device user stated they did not believe that the issue with the oxygenator contributed to the liver discard.

Event description:
It was reported that the oxygenator was dark and not getting oxygen delivered. The customer was asked to ensure the concentrator line was plugged in correctly. They were able to remove and reconnect the line with no change. Message codes 410 (low blood oxygen levels) and 2410 (critical fault reported) were present on the screen. The customer was then asked to perform a stop start and the issue was resolved. The customer ensured that the levels of po2 were rising and stabilizing.

Event description:
It was reported that the oxygenator was dark and not getting oxygen delivered. The customer was asked to ensure the concentrator line was plugged in correctly. They were able to remove and reconnect the line with no change. Message codes 410 (low blood oxygen levels) and 2410 (critical fault reported) were present on the screen. The customer was then asked to perform a stop start and the issue was resolved. The customer ensured that the levels of po2 were rising and stabilizing.

Manufacturer narrative:
Device data from the event was reviewed and evidence of low po2 was confirmed. It is suspected that the low po2 was caused by the device user not properly connecting the oxygen concentrator line. However, this could not be confirmed based on the limited information available. A service engineer (se) evaluated the device at the customer site. The se performed numerous start/stop tests with a 5 second pause between button presses. There were no observations noted. The se also completed several more start/stops with shorter wait times between button presses (approximately 1 second) with no observations noted. The se removed the back cover and pulled data while verifying that the cabling to the cobra and inogen were secure with nothing unusual observed. The cobra was replaced with updated firmware. The liver was discarded due to lack of glucose metabolism. The device user stated they did not believe that the issue with the oxygenator contributed to the liver discard.